Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had to have their stimulator turned off for an unrelated surgery not too long ago and after they turned it back on, the pt did not feel stimulation in the area where it needed to be. It didn't feel the same as it did prior to turning it off. They felt it in a different location, and it almost hurt. They could barely turn it up, and it felt like it was sticking them in their pelvic floor and shocking them so they turned it off. The pt said they didn't think it was doing what it is supposed to be doing and it may be worn out. The pt said it was helping their symptoms until (B)(6) 2024, and they got worse. Now the leakage part was awful, they had a urodynamic test done and the results were awful. The agent rev iewed some device information and redirected the pt to their doctor to further address the issue. The pt said their doctor had left and asked about other doctors.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked to clarify the statement regarding the device being worn out, they said they were not sure. It was unknown if this was due to normal battery depletion. The cause was unknown but the most likely cause was bladder prolapse and the device being old. They saw a doctor on (B)(6) 2025. The issue was not yet resolved. The cause of not feeling stimulation was also unknown but the most likely causes were reported to be weight loss, bladder prolapse, and device being 5 years old. The doctor was checking to see if they did battery changes and they were getting a x-ray. The issue was not yet resolved. It was unknown if the fall and/or weight loss affected the device.